Manufacturer narrative:
Follow-up #1: date of submission 10/5/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: reboots observed in black box download. Battery compartment is cracked above bumper pad. Corrosion in battery compartment. Battery cap attaches securely to pump. Pump exercised 24 hours with test cap with no power issues occurring. Pump leaks at battery compartment. Pump opened and no further evidence of moisture damage found. Battery cap contact height found within specification battery cap contact width found within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.